Event description:
Healthcare professional reported after injection with one syringe of juvederm ultra xc, the syringe "exploded", and the product "spilled all over the patient's face." The patient also experienced some "slight swelling" initially in the upper left lip, and the patient later presented to the office with a "purple" upper left lip, and the "upper skin part, up to the nose" was also swollen. The patient was provided a medrol dosepak and antibiotics. The symptoms are "looking a little bit better," but are not resolved yet. This is the same event and the same patient reported under MDR ID #30051136523005113652-2015-00125 (allergan complaint# (B)(4)). This MDR is being submitted for the first suspect product, juvederm ultra xc.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and a "purple upper left lip" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.